Manufacturer narrative:
Completed evaluation results for returned pumps found all (9) pumps to meet performance specifications for rate and volume accuracy. All (9) pumps also met performance specifications for alarms and indicators. Three pumps were found to have had a broken rivet on the reservoir lock. This condition is not related to pump function. The rivets were not seated properly.

Event description:
Pump was set up to be used on a post op pt. The pump did not register any attempts or any deliveries of medication. However it was subsequently found to have had medication missing from the reservoir bag. The pt had experienced a cardiac arrest. This pt was subsequently transferred to another hosp for treatment. The individual pump that was in use at the time of this event was not identified. No other info has been provided.